Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's diabetic educator reported via phone call that the keypad buttons are not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the buttons on his pump are not responding with initial press, buttons sticking. Troubleshooting was done. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.